Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. A78087) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), mental disorder ("psych injury related to essure") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, mental disorder, weight increased and alopecia outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered alopecia, device dislocation, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('removal of essure devices from the uterus/essure device are in the endometrial cavity') in an adult female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, headache, dysmenorrhea, joint pain, weight gain, swelling nos, hair loss, rash, rheumatic fever, nabothian cyst, paratubal cyst, anxiety, depression, irregular periods, perineal pain, grand multiparity and uterine bleeding. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), mental disorder ("psych injury related to essure") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic laparoscopic bilateral salpingectomy,). Essure was removed on 28-mar-2019. At the time of the report, the device expulsion, mental disorder, weight increased and alopecia outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered alopecia, device expulsion, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted on (B)(6) 2013. The remaining coils visible in the right side were five, and the coils on the left were four. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion of the bilateral fallopian tubes, post essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: mr received: "previously reported event migration updated to removal of essure devices from the uterus/essure device are in the endometrial cavity". Reporter, lab data, medical history added and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. A78087) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), mental disorder ("psych injury related to essure") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, mental disorder, weight increased and alopecia outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered alopecia, device dislocation, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted on (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: lot number added. Events migration, abnormal bleeding, pain, allergic reaction, psych injury related to essure, weight gain, hair loss added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('removal of essure devices from the uterus/ essure device are in the endometrial cavity') in an adult female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, headache, dysmenorrhea, joint pain, weight gain, swelling nos, hair loss, rash, rheumatic fever, nabothian cyst, paratubal cyst, anxiety, depression, irregular periods, perineal pain, grand multiparity and uterine bleeding. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), mental disorder ("psych injury related to essure") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, mental disorder, weight increased and alopecia outcome was unknown and the pelvic pain, genital haemorrhage and hypersensitivity had resolved. The reporter considered alopecia, device expulsion, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain and weight increased to be related to essure. The reporter commented: essure confirmation test(s) conducted on (B)(6) 2013. The remaining coils visible in the right side were 5, and the coils on the left were 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: occlusion of the bilateral fallopian tubes, post essure placement. Laparoscopy - on (B)(6) 2019: preoperative diagnoses: pelvic pain, abnormal placement of essure devices, irregular uterine bleeding. Operative procedure: robotic laparoscopic bilateral salpingectomy, removal of essure devices from the uterus. Findings: the uterus was in mid position. Ovaries appeared to be normal. The essure devices are in the fallopian tubes bilaterally, but on the left side the proximal coils of the essure device are in the endometrial cavity, but they are removed intact. Patient taken to recovery room in satisfactory condition. Ultrasound scan - on (B)(6) 2019: indication: pelvic pain-essure in place. Comment: retroverted uterus with hyperechoic area in endometrium and linear hyperechoic structure in left lat fundus essure coil in place right lat fundus. Nabothian cysts in cervix. Trace amount free fluid in cds. Ovaries contains subcentimeter follicles bilateral and nl blood flow. Lot number: a78087, manufacture date: 2012/02, expiration date: 2015-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.